Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no motor error alarm and no a33 alarm noted during testing and passed the motor test. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker. The drive support cap was inspected and no anomaly noted.

Event description:
It was reported that the insulin pump alarmed, indicating a compromised force sensor system, and that insulin was "squirting" out during the manual prime process. The customer also reported that the insulin pump alarmed motor error prior to the force sensor alarm. The customer did not know the blood glucose reading. Advised replacement of the insulin pump. Nothing further reported.